Event description:
Pt states t505 unit caused tissue injury to right knee.

Manufacturer narrative:
Pt states t505 unit caused tissue injury to right knee. Degree of injury is unk. Circumstances leading to injury are also unk and have not being relayed to deroyal by pt's attorney.